Manufacturer narrative:
Device was received with a cracked select button on the keypad overlay, broken battery tube threads, and cracked case-corner of belt clip rails. Device passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 411 mg/dl. Customer states that insulin pump was damaged at the back when he was put the clip. The insulin pump will be returned for analysis.